Event description:
The customer reported approximately 50 mls of bluish colored fluid leaked around pinch valve (pv49) inside the coulter lh 500 hematology analyzer onto the countertop. The leak was not contained within the instrument. The customer stated that the instrument generated "diluent comparison out of limits" error. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse stated that the customer observed a leak from the tubing through pinch valve (pv49). The fse verified that the customer had replaced the tubing which resolved the issue. The fse performed instrument verification and the instrument was returned to normal operation. (B)(4).